Manufacturer narrative:
E1: address line 1 (B)(6). H3: the device was received for evaluation. A visual inspection noted that the device was in good condition. Functional testing and visual tests were conducted with the returned device and the customer problem was duplicated as the pump emitted constant short beeps caused by a problem with the downstream occlusion (dso) sensor. The root cause of the problem was a faulty dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. The investigation determined the dso sensor was faulty. As a result, the dso sensor will be replaced.

Event description:
It was reported that the device kept beeping. There was unknown patient involvement and unknown patient harm/adverse event reported.